Event description:
The intra-aortic balloon was inserted into the pt on 1/4/1998 at 6:45 p.m. And removed on 1/5/1998 at 9:00 a.m. A second intra-aortic balloon was inserted into the pt. The intra-aortic balloon did not malfunction. The pt had major ischemia, a thrombosis and removal of the intra-aortic balloon was required. The intra-aortic balloon was not returned to datascope. (Event complications: major ischemia/thrombosis/removal required - rpt'd 5/6/1998. (Pt's current status: discharged-rpt'd 5/6/1998.)